Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's husband that their wife¿s pacemaker looks like it¿s going to work but after a minute it¿s not. The  implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.